Event description:
Right siderail does not lock.

Manufacturer narrative:
Technician found spring latch bias clogged with stick feeding fluid. Technician removed, cleaned and reinstalled latch to fix problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.